Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 13 march 2017. The fse determined the sense cable was bad and replaced the cable. The error continued, the fse replaced the cable to z axis motor and also determined the sample needle was intermittently not going down to the sample cup and ordered parts. On 15 march 2017 the engineer replaced the eki board and ran twenty-four samples. No air was in the sample. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the eki board

Event description:
On (B)(6) 2017 a customer reported wash probe purge failure 2015 with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2, and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.